Manufacturer narrative:
Zoll has not yet received the thermogard console (B)(4) for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
As reported by the distributor, the thermogard console (B)(4) displayed mid:09 (air trap assembly) error message and a damaged top lid. No further information provided. No known impact or consequence to patient reported.

Manufacturer narrative:
The primary reported event of mid09 (air trap assembly) error message was confirmed during evaluation and review of the event log of the thermogard console (sn (B)(4)) performed at the customer site. The root cause is due to a defective air trap block. Evaluation of the console revealed a mid09 (air trap assembly) error message during functional testing. It was identified that the air trap block was defective. The event log review revealed mid09 on the reported event date. The secondary reported event of a damaged top lid was confirmed during visual inspection. The root cause is due to wear and tear. Upon replacement of the air trap block and top lid, the console was further tested to full specification. The thermogard console is a reusable device and was manufactured on 17 apr 2012 with no record of preventive maintenance. It has exceeded its expected serviceable life of five years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).